Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Voluntary medwatch received mw5166471.

Event description:
It was reported via voluntary medwatch that the right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The readings appeared cyclical, spiking once every seven days. These cyclical impedance spike may have been positional or related to the pressure exerted on the lead. Troubleshooting/programming considerations, including further lead testing with positional changes were discussed. The rv lead remains in service. No adverse patient effects were reported.